Manufacturer narrative:
The thermogard console involved in the reported complaint will not be returned to a zoll service depot for evaluation. The device was investigated by biomed at the customer site. The replacement clear pump lid was ordered by the customer and will be replaced to address the reported complaint. Therefore, service was not required to be performed by zoll.

Event description:
The biomed at the customer's site reported that the pump's clear lid had broken, preventing the customer from using the thermogard console (sn (B)(6)). It is unknown where the problem occurred because the information was not provided upon request.